Manufacturer narrative:
The rse provided remote support. It was determined that this was a malfunction of the capacitor for which the customer ordered a part for replacement. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem was a malfunction of the capacitor. The reported problem was confirmed. The customer ordered the capacitor to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Handling team. Philips received a complaint on the dfm100 indicating that the operation check failed, therapy delivery test failed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that therapy delivery test failed during operational check. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.